Event description:
It was reported that compatibility guidelines were requested for the following: MRI. The patient had an unpleasant experience of having an MRI in the past and in the last two years refused to have an MRI because of that. Now hcp (healthcare provider) wants patient to have an MRI on her shoulders and l-spine. Reason for MRI: patient stated 3 hcps told her she needed an MRI. X-rays showed there was a problem and MRI was needed to find out what was going on with her. Hcp knows that patient has a torn rotator cuff in the shoulder and needs a replacement; the pain goes all the way down to the tip of her fingers and needed an MRI. The patient also had a burning in the buttocks and tingles down into her legs and hcp wants to have an MRI of l-spine. They do not know the reason for pain in the lower back. The patient never suffered from lower back pain before. Because of her pain in the shoulders and lower back, patient was not able to sleep well. Regarding if MRI related to the device therapy, at the beginning of the call patient said: 'no. It does not have anything to do with the device". Later on the call, pt said, she was not sure if her pain was associated with the device. The area to be scanned is the l-spine. Shoulders. The patient noted a shocking or jolting sensation. Ever since patient experienced shocking during the MRI in 2012, nobody checked her device or did anything regarding the device. The patient noted, she had been going through some things that she had never ever experienced before. The patient did not know if the burning she was getting in her buttocks was related to the device or not. The first time she experienced that was last year, after she had an MRI, when she was on a step stool trying to clean her closet. It was not just one time. Any time now it can happen if she would try to lift arms up or straight out and do certain things. The patient thought a lot of those things were because, she was getting older. The patient said at first, she did not tell many people that she had a device. Now she tells everyone that she refuses to have an MRI because of her implant. Nobody ever told her that she could only have a head scan. The patient felt she should have been told before the implant surgery that there are certain tests she would not be able to have. She said: " I would rather be soaking wet than dead". She said: "I have the right to know. I am hurt that nobody made me aware of it. I trusted them". The patient had a very frightening experience when she had an MRI the last time-in (B)(6) 2012. The patient noted she would call her hcp to get the exact date of her last MRI. MRI was done for her shoulders and cervical spine because, she had fusions in her cervical spine. Pt said: "I do not know what damage I had and how much damage was done to me and my device". She told the MRI technician that she had an implant and MRI facility called doctor's office prior to the procedure. MRI technician did not consult with doctor directly, they told patient they spoke to a woman from doctor's office who told the MRI technician that MRI would not be a problem and told them to go ahead with the MRI. The patient had shocking/jolting sensation during the MRI procedure in 2012. The patient never had any experience like that and she does not know if any damage was done. She felt like being executed and felt like she was going to die. It was not just a shock, it was hard hits. MRI was done at one doctor's office; after the MRI patient went directly to other doctor's office because, patient was scared and did not know what was going on inside of her. Nobody checked her device after the procedure. She waited at doctor's office for 2 hours and did not get to see hcp that day. Patient then scheduled an appointment to make hcp aware of what had happened. Pt stated when she was leaving doctor's office, she heard him saying to somebody in the office that no one was to have an MRI who had the device that patient had. The patient had not been able to see hcp since then. The patient called hcp's office recently to make an appointment and they told her they would call her back but never did. The day before yesterday, her daughter took her to hcp's office and they gave patient manufacturer's number to call. Pt said because of that bad experience with MRI last time she had been refusing to do any other mris for the last 2 years now. The patient also mentioned she had a blood clot on her right side back in (B)(6). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v381106, implanted: 2010 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).